Manufacturer narrative:
H6: investigation summary bd received one sample and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damage to the stopper was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for damage to the stopper with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damage to the stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was a broken lid/cap/hemogard shield. The following information was provided by the initial reporter. The customer stated: "the following issue was found in tube: damaged tube x1." (B)(6) 2021 additional information: from the actual sample damage was on the stopper not in the tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was a broken lid/cap/hemogard shield. The following information was provided by the initial reporter. The customer stated: "the following issue was found in tube: damaged tube." 2021-08-27 additional information: from the actual sample damage was on the stopper not in the tube.